Event description:
After hysteroscopic myomectomy with 10 mm morcellator ,the novasure device would not pass cavity assessment. After numerous attempts, used interventions advised by rep. Who was contacted by telephone (xeroform with surgilube). After several attempts surgeon requested new device. New device passed cavity assessment the first attempt. No harm to patient. Surgery completed. Manufacturer response for novasure, novasure (per site reporter): rep called during surgery, suggested things to do without success.